Event description:
The surgeon inserted a (B)(4) implantable collamer lens on (B)(6) 2011 and the lens was removed on 11/11/2011 due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).